Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared earlier than previously estimated.

Event description:
--

Event description:
Boston scientific received information that this pacemaker's longevity showed 1.5 years when the device was last checked however, the device tripped to elective replacement indicator (eri) after 2 months. Boston scientific technical services (ts) discussed how the device manages longevity. Ts also explained that the device was likely operating at the edge of a current bin then a minor change in the device caused the device to move into a higher current bin which decreased the device longevity. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.